Manufacturer narrative:
The customer provided one sample for investigation. The protein size was assessed using size exclusion chromatography. The investigation identified igg as a potential interfering factor in the provided sample, which may lead to false high results. This type of interference is rare and addressed in the product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
This event occurred in (B)(6). The e801 module serial number is (B)(4).

Event description:
The initial reporter complained of high results for a patient that didn't correspond to their clinical picture when tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The patient presented to the emergency room and was tested on the e801 module with a result of 185 ng/l. The patient was admitted where several samples were obtained between (B)(6) 2019. Refer to attached data for these results. A cardiac catheterization was performed and the results showed the patient's coronary vessels were ok. A sample was sent to an external laboratory where the troponin I result was < 0.02 ug/l. The patient was released based on the normal troponin I result from the other laboratory. The customer suspects an interference affecting the troponin t hs results from the e 801 module. There was no allegation that an adverse event occurred due to the device results.